Manufacturer narrative:
The full name of the initial reporter is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The getinge field service engineer (fse) that encountered the issue replaced the helium reservoir assembly and helium tubing assembly, and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). (B)(6). The removed helium reservoir assembly and helium tubing assembly parts were returned to national repair center for evaluation. The national repair center installed the helium tubing into the cardiosave test fixture and tested the helium tubing to factory specifications per procedure and the cardiosave service manual. The nrc verified a leak in the helium tubing, this could be as the result of a broken/damaged tubing or couplings. Retaining the helium tubing in the nrc per procedure. The removed helium reservoir assembly and helium tubing assembly parts were returned to national repair center for evaluation. The national repair center installed the helium tubing into the cardiosave test fixture and tested the helium tubing to factory specifications per procedure and the cardiosave service manual. The nrc verified a leak in the helium tubing, this could be as the result of a broken/damaged tubing or couplings. Retaining the helium tubing in the nrc per procedure.

Event description:
N/a